Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? No information from the hospital. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No information from the hospital. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No information from the hospital. What vessels were being stapled at time of event? Lower pulmonary vein. What was the approximate width of compressed vessel? No information from the hospital. Were any staples seen in the surgical field? No information from the hospital. If so, what was their shape? Was the site of the bleeding identified? No information from the hospital. Why was a cardiac surgeon called? Was the atrium damaged in any way during firing? To stop the bleeding. After bleeding occurred, the procedure converted to open. The cardiac surgeon stopped bleeding by suturing the vessel by prolene. Dr. Planned the lobectomy, but change to partial resection. Why is the cartridge not being returned? It was discarded in the biohazard box and could not be retrieved. What is the current patient status? Stable.

Event description:
It was reported that during a laparoscopic pneumonectomy, massive bleeding occurred when the device was opened after the 2nd firing to resect lower pulmonary vein. The amount of bleeding was 17,000 cc. Unknown amount of blood transfusion was performed. The doctor commented that the structures could not be completely exfoliated apart since they were tightly adhered. The operation was changed to an open surgery, and a cardiac surgeon was called in. The bleeding was controlled by hand suture / ligation by prolene.

Manufacturer narrative:
(B)(4). Batch number: p57f0t. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The cartridge was received sterile and unfired. The device was tested for functionality in the straight position with the returned cartridges reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.